Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) due to fluid loos in system. All the components were removed and replaced with a new aus consisting of a 4 cm cuff, a control pump and a 61-70 cm balloon. The patient had a good outcome with no further adverse effects. No more information is available at the moment, additional information will be provided as it becomes available.